Event description:
Reportedly, upon interrogation of the device the message "device switched to doo" was displayed and asynchronous pacing was visible in the electrocardiogram.

Event description:
Reportedly, upon interrogation of the device the message "device switched to doo" was displayed and asynchronous pacing was visible in the electrocardiogram.